Event description:
It was reported that the patient underwent a surgical procedure involving a six year old inflatable penile prosthesis (ipp). During the procedure, the reservoir was explanted after a small hole was identified on it. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced inflation issues leading to the surgery. The patient did not experience any adverse events and had no further complications. The new implant was fully functional. No more information available at the moment. Should additional information become available, it will be provided.